Manufacturer narrative:
No low reservoir alarms noted. No motor error alarms noted during testing. The device was unable to prime during prime test due moisture damage on the faulty force sensor resistor. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The motor was tested outside of the device and it passed. The following cosmetic damage was noted: cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was trying to rewind the insulin pump. The motor sounded weak and the device alarmed motor error. Customer wasn't sure what his blood glucose level was when the alarm occurred. Alarm occurred during prime. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence after the third attempt. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.